Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint of fs libre sensor and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A caregiver called on behalf of their daughter who had a medical event while using the adc freestyle libre sensor. The caregiver reported that while the customer slept, they lost consciousness, and subsequently fell into a coma. The emergency services were called and the customer was transported to the hospital where the customer received unspecified treatment. No further information was provided as the caregiver refused to provide additional information. There was no report of death or permanent injury associated with this event.